Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.